Event description:
Fault description per the reporter: "device shut down during active treatment."

Manufacturer narrative:
Date rec'd by MFR: corrected date from 2nd july 2019 to 7th feb 2019. MFR date: corrected date from 27th oct 2017 to 28th sep 2017.

Event description:
Fault description per the reporter: "device shut down during active treatment."